Event description:
(B)(6) 2021 15:51:13 pst ice batch user (batch_ice) phone (B)(6). Complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6) taken by: nestra2 inquired what led up to the complaint. Customer response: battery out limit battery out limit t/s per dop114-950. Is customer calling back with a battery to continue testing pump: no. Expl alarm and possible causes. Customer states the pump alarmed after battery change. Customer reports they were able to clear the alarm. Pump turned off. Customer states they did not receive a request to rewind pump. Pump is not alarming at time of call. Customer states the batteries were not out of pump greater than duration allowed by the pump. Alarm did not occur with first battery installation after customer received pump in shipping mode. Checked alarm history. Customer has not received multiple batt out limit alarms when batteries are out of the pump for less than one minute. Adv to monitor pump and time battery changes very carefully as battery out of pump for too long will cause the alarm. Customer's outcome pertaining to the complaint: satisfied. Ship: battery cap/return: nothing. (B)(6). Input date: (B)(6) 2021. Warranty start: 09/17/2018. Warranty end: 09/17/2022. Batch - pcr794268h.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.  Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.